Event description:
The user facility reported a 75-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the pump was inserted but was not achieving optimal flows not even after repositioning. The pump and sheath were removed, and the sheath was clotted off. A new sheath and pump were inserted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for evaluation. Data logs show a spike in motor current and active suction alarm, followed by low pump flow during the start of the case. According to clinical records, the pump was replaced after observing the motor current spike and decrease in pump flow. The cause of the low pump flow issue was most likely biomaterial, based on data log review. Added-h6 impact code 4628.